Event description:
The tech from a contracted intraoperative neuromonitoring company placed the 45 needle electrodes and performed the neuromonitoring of the patient during the procedure. At the conclusion of the surgery, the electrode needles were removed, and it was noted that there were blackened circular areas about 3mm in diameter at every needle site. It is unknown if the areas were electrical burns or tissue necrosis. There were multiple circular burn marks to patient's bilateral lower extremities and lower abdomen from the neurostimulator. The plantar surface of the left foot did have a large blood blister type appearance from the monitoring lead. This was then roofed and then copiously irrigated and suctioned dry and dressed appropriately.